Event description:
Caller was admitted at the local hospital with a cranial bleed and vitamin k intervention was provided.

Manufacturer narrative:
Per text "the pt was admitted at the local hospital with a cranial bleed on the 19th with a high inr (unk to the caller), and vitamin k intervention was done." This is adverse event case. Products will be tested when returned.